Event description:
The advocate called for help with the customer's breeze2 meter. He alleged she received a blood glucose reading of "hi." The advocate performed a control test and received a result of 188 mg/dl. The normal control range was not provided, but should be around 90-125 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.